Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high as well as low blood glucose level. The customer's blood glucose level was 45 mg/dl at the time of the incident and current blood glucose level of the customer was 267 mg/dl. The customer¿s high blood glucose level was 451 mg/dl at the time of the incident. The customer had and peanut butter cup and an apple for hypoglycemia and with insulin pump for the high blood glucose level. The customer was feeling agitated as a symptom related to high blood glucose level. The customer was using auto mode on the insulin pump. The insulin pump will not be returned for the analysis.